Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported ongoing fit issues without resolution. The current aligners are getting worn and patient has not move to the next step due to gaps pending guidance. The bite has started to feel off and concerned with continuing on treatment. Per byte cst (customer support team), reviewed a bite video and found that the customer's original bite was not articulated correctly. Verified crossbite has worsened and advised the customer to visit their dentist."